Event description:
The customer reported to olympus that error code e105 displayed on the video processor. This was discovered during preparation for use for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned and evaluated. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 corrected field: d4 (unique identifier number) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The evaluation found that the allegation failure of the lighting lamp (e105) was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.